Manufacturer narrative:
"Urisys 1000 urine analyzer" in the initial MDR should have been "urisys 1100 urine analyzer". The retention material of lot 27638306 was measured on an urisys 1800 analyzer with native urine a leukocytes dilution series and an erythrocytes dilution series. No false negative results were observed.

Manufacturer narrative:
The customer provided the urisys 1100 urine analyzer and test strips for investigation. The customer's analyzer could not be investigated. The test strip tray was inserted too deep and could not be removed. The analyzer would not start when connected to the power supply. The customer material of lot 27638305 was measured on a urisys 1800 analyzer with native urine a leukocytes dilution series and an erythrocytes dilution series. No false negative results were observed.

Manufacturer narrative:
Na.

Event description:
The customer complained of false negative erythrocytes and leukocytes results for 2 patient urine samples tested with chemstrip 10 md urine test strips on a urisys 1000 urine analyzer serial number (B)(4). The erythrocytes results were negative on the urisys 1000 analyzer. Approximately 60 to 120 seconds later on a different urisys 1000 analyzer and with a visual evaluation, the erythrocytes results were >50 ery/ul (positive). The leukocytes results were negative on the urisys 1000 analyzer. On a different urisys 1000 analyzer and with a visual evaluation, the leukocytes results were positive 60 seconds later. There were erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The patients did not receive treatment based on the results. The customer was aware of an issue due to the false negative results. The calibration was successful. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strip tray that had been inserted too deep was investigated on the returned urisys 1100 urine analyzer. The investigation determined that a seal was missing which indicated that the analyzer was disassembled and incorrectly reassembled. The analyzer was correctly reassembled and the analyzer check was acceptable.